Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no finial interrogation which would have caught the setting change.

Manufacturer narrative:
The initial report inadvertently reported this data incorrectly.

Manufacturer narrative:
Analysis of programming history.